Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 900 mg/dl when she was hospitalized. The patient felt so disoriented that she thought she was having a stroke. The patient had a bent cannula which caused the high blood glucose. The customer was treated at the hospital and her blood glucose began to stabilize. The insulin pump was not returned for analysis.